Event description:
The second electrode of the catheter was caught on the sheath when the physician tried to withdraw the catheter through the sheath after the procedure. He withdraw the catheter together with the sheath. Upon inspection, he found that part of the second electrode was not fully attached had snagged. The pt's condition was reported to be stable.